Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after changing pump supplies and likely omitting the fill tubing and fill cannula steps, resulting in no insulin delivery until guided troubleshooting restored flow by filling tubing to visible drops and filling the cannula, followed later by a full cartridge and tubing change. Symptoms included high blood glucose readings over 400 mg/dl, with a fingerstick of 522 mg/dl, without reported ketone testing or systemic symptoms. Outcomes included prolonged elevated glucose over several hours without hospitalization or professional medical intervention; the user received education, hydration advice, light exercise guidance, and was advised to consider backup therapy per healthcare provider direction. Investigation included assisted troubleshooting, infusion set replacement, verification of tubing priming, cannula fill, and cartridge change. Investigation of this case revealed use error related to incomplete priming and cannula fill as the most consistent explanation for insulin under-delivery, with no site complications reported after re-priming and set change. It was concluded, based on previously established findings for similar reports, that the cause was use error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.